Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was 431 mg/dl. The customer stated that they received insulin flow blocked alarm and they removed set and noticed that it was bent. The customer declined further troubleshooting or assistance. The insulin pump will not be returned for analysis.